Event description:
It was reported that the patient's family decided with patient in agreement that they wanted "pump and catheter removed instead of catheter revision". Seriousness of the event was indicated as in-patient hospitalization. The device was explanted. Additional information has been requested, but was not available as of the date of this report.